Manufacturer narrative:
Patient age was reported as (B)(6) in 2012, at the time of revision. This report is for one (1) unknown external fixator. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(6). This report is for one (1) unknown external fixator. PMA/510(k) number is not available. Patient code (B)(4) used to capture x-ray taken and additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported in (B)(6) 2016, that on an unknown date, the complainant met with a road accident due to speeding taxi and suffered severe damage to his right leg and left wrist. The complainant was admitted to the hospital and it was reported that the plate and eternal fixator broke. Patient had an infection. There was no indication that this was a synthes product. An update was received on (B)(6) 2017, it was reported that on (B)(6) 2012, patient was implanted with the reported devices. On (B)(6) 2012, patient underwent another surgery due to an infection. In third week on (B)(6) 2012, patient was diagnosed with non-union. Patient returned and reported pain on (B)(6) 2012. X-ray taken on (B)(6) 2012 showed broken implants. On (B)(6) 2012, patient underwent revision surgery and removal of implants wherein bone-grafting was done. Patient and surgery outcome were not reported. Concomitant device reported: screws (part# unknown, lot# unknown, quantity unknown) this is complaint captures broken implants and revision surgery. (B)(4) captures the infection, and (B)(4) captures nonunion. This report is for one (1) unknown external fixator. This is report 2 of 2 for (B)(4).